Event description:
Attorney reported: 2004 - pt underwent ventral incisional hernia repair with a small oval kugel patch. In 2005 - during an office visit, pt's doctor noted that the pt had a "new abdominal wound opening" at the incisional site of her hernia repair and that the opening had "started out as pin size and then has actually opened up even more and now is about half the size of a penny...visible mesh was noted." A culture revealed that the wound was infected with streptococcal bacteremia. Pt was prescribed antibiotics for the infection. At about 2 weeks follow-up - pt returned to see her doctor because the kugel patch mesh was now "poking out of [her] abdominal wall." The medical records reflect that pt had "[m]idline wound openings with purulent discharge." The openings were cleaned and part of the mesh was removed. At approx 19 days later - pt developed "a new hole where the mesh is poking through which is now infected." Additional parts of the mesh were excised and the wound was repacked with gauze. Pt continued to be treated with antibiotics and was monitored by her doctor "on a chronic basis and [the] abdominal wound." Periodic cultures revealed that the streptococcal bacteremia infection persisted for the next six months. During that time, pt underwent three different regimens of antibiotic therapy and frequent wound debridements as more mesh was observed coming out of the wound.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.